Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis cylinders and pump removed on (B)(6) 2018 due to cylinder fluid loss. An ams700 cx 15cm cylinders and pump were implanted.